Manufacturer narrative:
(H3) the revision reported was likely the result of instability, which led to prosthesis wear.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6), 200-02-29 - rotule 3 plots diam 29 6.1mm optetrak. (B)(6), 204-32-08 - tige extension diam 12 lg 80. (B)(6), 204-34-08 - tige extension diam 14 lg 80. (B)(6), 204-62-05 - 1/2 cale tibiale ep 5 t.2. (B)(6), 208-01-01 - femur optetrak cimente cc t. 1. (B)(6), 208-04-23 - embase tibiale cimentee decalee alpha. (B)(6), 208-04-70 - vis p/platine decalee aa. (B)(6), 208-06-01 - cale femorale distale ep 10 t.1. (B)(6), 208-09-02 - bague femorale 2 degres.

Event description:
It was reported that this 75 y/o female patient had a partial revision 6 years post op initial tka. The patient was suffering, was presenting laxity & instability. Synovectomy & lavage were performed. The pe retrieved appeared to be badly damaged for both tibial insert & patella. Surgeon replaced both insert & patella, switching from 9mm to 11mm. No further information provided.